Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient received an inappropriate tachy shock due to an inadequate vector sensor configuration. In addition, low amplitude signals disabled the smartpass feature. The subcutaneous implantable cardioverter defibrillator (s-ICD) system vector configuration was changed to secondary, the smartpass feature was re-enabled, and the patient was continued to be monitored. Further information was received indicating this patient received another inappropriate tachy shock due to the same vector issues. Noise was able to be reproduced with every maneuver in both primary and secondary configuration, and alternate is not option for this patient. Eventually, the s-ICD system was replaced with a transvenous system due to the previously mentioned issues. This implantable electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate tachy shock due to an inadequate vector sensor configuration. In addition, low amplitude signals disabled the smartpass feature. This subcutaneous implantable cardioverter defibrillator (s-ICD) system vector configuration was changed to secondary, the smartpass feature was re-enabled, and the patient was continued to be monitored. Further information was received indicating this patient received another inappropriate tachy shock due to the same vector issues. Noise was able to be reproduced with every maneuver in both primary and secondary configuration, and alternate is not option for this patient. Reportedly, a system revision or a replacement with a transvenous system will likely be performed. This implantable electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned intact (not severed). Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. X-rays were performed and no damages were noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate tachy shock due to an inadequate vector sensor configuration. In addition, low amplitude signals disabled the smartpass feature. The subcutaneous implantable cardioverter defibrillator (s-ICD) system vector configuration was changed to secondary, the smartpass feature was re-enabled, and the patient was continued to be monitored. Further information was received indicating this patient received another inappropriate tachy shock due to the same vector issues. Noise was able to be reproduced with every maneuver in both primary and secondary configuration, and alternate is not option for this patient. Eventually, the s-ICD system was replaced with a transvenous system due to the previously mentioned issues. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.